Event description:
Elevated free t3 results for one pt sample. Pt was drawn on different days, results are as follows: 2007>32.55 pg/ml; the next day: 27.59 pg/ml; two days later: 22.78 pg/ml. Sample drawn on the same day was also tested using a different methodology and recovered 2.95 pg/ml. New sample threed days later: 20.21 pg/ml. New sample eight days later: 13.02 pg/ml; if additional information is received, appropriate notification will be provided.